Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reports dentist evaluated via x-rays, recommended no treatment, and advised patient to see another orthodontist for further evaluation and recommendation. The patient has open bite, and severe malocclusion.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.